Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced no sound followed by no lock between the external equipment and the cochlear implant. External equipment was exchanged, however this did not resolve the issue.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
The external visual inspection revealed that the silastic overmold was cut at the electrode lead as well as damage to the epoxy header. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed severed electrode wires at the fantail region as well as missing contact. This is believed to have occurred during revision surgery. System lock could be obtained intermittently at certain spacing after temperature exposure. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. It is believed that failure of this device is most likely due to a malfunction within the analog chip. Internal inspection did not reveal any anomalies on internal components. This older device configuration is not currently manufactured. This is the final report.

Manufacturer narrative:
The external visual inspection revealed that the silastic overmold was cut at the electrode lead as well as damage to the epoxy header. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed severed electrode wires at the fantail region as well as missing contact pads. This is believed to have occurred during revision surgery. System lock could not be obtained at certain spacing after temperature exposure. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. This is an interim report.